Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 75% stenosed distal right coronary artery. A 2.5 mm trek balloon catheter was used for pre-dilatation. A 3.5 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, when pushing the device, the hypotube kinked 10 cm distal to the hub. An attempt was made to straighten the shaft when the hypotube separated at the kink. A 3.5 x 24 mm non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: progress 40, runthrough; guide cath: heartrail jr4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.